Event description:
It was reported the metal ¿leader¿ inside the catheter could not be removed before implant, so the catheter was not implanted.

Manufacturer narrative:
(B)(4). Analysis of the catheter (lot no. 0207743835) found catheter damage occurred to the catheter body and/or guidewire during implant procedure. There was a couple of bends seen in the guidewire in an area about 1.8 and 1cm from the distal tip. There was also damage to some of the individual windings of the guidewire.